Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with a foreign body sensation of "sand" and "dirt" in the left eye one day post lasik. The patient was noted to have a mild inflammatory response on the flap edge. The patient was seen in follow up and it was noted that the patient has epithelial defect in the same spot as the inflammation. A bandage contact lens was placed on the eye and the patient will be seen in follow up at a later date. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).